Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2290537. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the relion insulin syringe 3/10ml 29g x 8mm experienced foreign matter, contaminated. The following information was provided by the initial reporter: received voicemail from pharmacist calling on pet owners' behalf. Returned call. Stated, prior to injection, "clear liquid" is found in the barrel of syringes. Stated, pet owner is not comfortable using syringes and took box back to pharmacist who then replaced them.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe 3/10ml 29g x 8mm experienced foreign matter, contaminated. The following information was provided by the initial reporter: received voicemail from pharmacist calling on pet owners' behalf. Returned call. Stated, prior to injection, "clear liquid" is found in the barrel of syringes. Stated, pet owner is not comfortable using syringes and took box back to pharmacist who then replaced them.